Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced unknown symptoms and self-treated with unspecified treatment. The customer also received unknown treatment from third-party for the issue. Adc attempted to contact the customer for additional information but was unsuccessful therefore, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 50 mg/dl was compared to a reading of 280 mg/dl obtained on an adc meter. The length of sensor wear was 1 day. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.